Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed significant symptoms. Left shoulder swelling, left sided facial pain and difficulty sleeping due to a left subclavian occlusion secondary to left sided pacemaker system. The system has been extracted, a left subclavian stent placed, and new pacemaker system was implanted. The patient was in stable condition.